Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. Philip's service engineer (se) inspected the device. Reportedly, the se replaced the video graphics array (vga) controller printed circuit board assembly (pcba).

Event description:
It was reported by the international customer that the ventilator display was blank. There was no patient involvement. The event date was not specified; estimate used.